Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tip on the sternal saw was bent and they could not put the saw blade into saw. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.